Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump keeps shutting off and customer has not had insulin for two days. E4 (occlusion error) is displayed on the device and it keeps going into stop mode. Caller reported customer's blood glucose level is in the 400's mg/dl range; will assist customer in treating with manual injections and go to the ER if needed. Requested return of the alleged device for evaluation.